Manufacturer narrative:
No sample collection, centrifugation or system information was provided. Service was not requested since the customer was not questioning instrument performance. A definitive root cause is not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a tsh (thyroid stimulating hormone) result below the normal reference range for one patient generated by the unicel dxl 800 access immunoassay system. This result fell within the laboratory's repeat protocol and subsequent testing produced an even lower result below the normal reference range but outside of the assay's stated precision claim of <=20%. The patient results are shown. The patient was given a prescription because of the falsely elevated tsh result and had it filled however it is unknown whether the patient started taking it or not. There was no injury associated with this event.